Event description:
During a left heart catheterization the catheter was inserted and after flushing the catheter several times, air was noted in the syringe. The pt started having chest pain from lad spasm and distal closure. Nitroglycerin was administered to the pt. The pt suffered no adverse consequences.